Manufacturer narrative:
Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, the cause for the reported malfunction was likely due to a 20psi drop through the pre-filters. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor had a 20psi drop through the pre-filters. There was no patient involvement.